Event description:
Follow-up CT obtained 91 days after placement demonstrated perforation of all four primary struts, which contacted the duodenum, aorta, and psoas muscle. On a subsequent dt scan obtained 324 days after ivc filter placement, the anterior strut was fractured and located posteriorly within the pelvis. The anterior strut was fractured and located posteriorly within the pelvis. Specific information re patient outcome was not provided in article.

Manufacturer narrative:
(B)(4). No specific date of implant was provided in the article other than "the study included all patients at our institution in whom an ivc filter was placed between january 1, 2007 and september 30, 2010". Investigation is still in progress.